Event description:
The user received false troponin t results for one pt sample on (B) (6) 2009. Initial result at 09:06 am was 0.144 ng per ml, repeat at 09:42 am was 0.010 ng per ml and second repeat result at 10:04 am was 0.010 ng per ml. The sample was retested due to the lab protocol to repeat all samples with positive troponin t results. No info was provided to determine if the erroneous results were reported or if the pt was adversely affected. The field service rep checked the 2010 and found the pinch tubing, mc tubing alignment and sipper tubing were okay with no abnormalities found. If additional info is received, appropriate notification will be provided.